Event description:
It was reported by service report that the fowler handle is broken on the stretcher, the fowler could not be raised or lowered. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Fowler handle.